Event description:
Three registered nurses have incurred a needle stick while sliding safety sheath up after giving an immunization. This has occurred in the same small dept over an 18-month period. They feel that the sheath was sticking or in some other way hard to slide. All three incidents occurred during immunization clinics. Following exposures, rptr's body substance exposure protocol was followed and the employees have on-going follow up in the occupational health clinic. These nurses felt there could be some design improvement such as a lip to prevent the hand from slipping off the safety sheath.